Manufacturer narrative:
(B)(4): the customer has advised physio-control that they will be retiring the device due to the age and will not be repairing the device. The device will not be returned to physio-control for evaluation.the cause of the reported failure could not be determined.

Event description:
The customer reported that the device was showing all three icons (attention, service and charge-pak) and it would not power on. There was no patient use associated with the reported failure.